Manufacturer narrative:
Per the manufacturer's clinical specialist, the alarms were received when there was no flow going through either flow probe. The field service representative (fsr) verified the reported issue. He was getting backflow alarms when lines were occluded with no flow present. He replaced the flow modules. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, there were intermittent back flow alarms on both the arterial and venous flow modules. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the flow module to function as intended during the evaluation. Per data log analysis, on (B)(6) 2019 the log shows many backflow alarms occurred. There is no way to tell from the log if the backflow alarms were caused by actual backflow. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.